Event description:
During a pacemaker generator/component exchange procedure utilizing the pulsar system, it was identified that the system activation tone continued upon release of the coag activation button. It is unknown if energy was still being delivered to the device or not. No issues were reported regarding the cut function. A second device from the same unknown lot and a third device from a known lot were used for troubleshooting and the same issue persisted therefore an additional generator was utilized to complete the case.

Manufacturer narrative:
Product event # (B)(4). Eval, method, results: facility disposed of device. Device is not available for return and inspection. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.